Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ping enhanced meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged inaccuracy first occurred, but stated that they obtained a blood glucose result of ¿16.3mmol/l¿ with the subject meter. The patient manages their diabetes with insulin pump therapy and in response to the alleged high subject meter result they took an additional ¿1.4 units¿ of ¿rapid insulin¿. Half an hour later the patient experienced the symptoms of ¿dizzy, sweaty¿ and claimed that they were ¿unable to stand¿. At this time the patient also measured their blood glucose on the subject meter and obtained a result of ¿1.8mmol/l¿. In response to these symptoms and blood glucose result the patient self-treated by taking ¿4 glucagon injections¿. No other device was used in to order to measure the patient¿s blood glucose during this event. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have test strips available to test the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because, the patient claims they obtained an inaccurately high reading on the subject meter, took action based upon this meter reading, and then suffered symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Retain testing could not be performed as the test strip lot number was not provided. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.